Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026. Product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017. Explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-may-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the physician noted that the patient had inconsistent reservoir volumes during refill appointments. They advise the patient did not present with any symptoms of withdraw, however, they could not understand / explain the inconsistent residual volumes during refills. Patient never experienced any symptoms and just reservoir volume inconsistency at refills. The physician opted to operate in an attempt to uncover what was causing the inconsistency. The managing physician located a kink in the spine segment of the catheter. The kink was located at the anchor site in the lumbar region of the spine. He advised that the kink was minor and more than likely causing a positional restriction/ obstruction when the patient would move, but not fully restricting flow. A portion of the spine segment was left in place. The portion that was left was the portion that was contained in the intrathecal space. The event resolved at the time of this report.